Manufacturer narrative:
The device was received with the cannula deployed and the formed needle exposed. The slide insert was visible in the top housing window but the linkage assembly was not in the fully retracted position. Upon opening the device, the linkage assembly did not move into the fully retracted position. Damage was observed on the linkage assembly. The damaged linkage assembly caused damage on the mechanism rail and prevented the linkage assembly from fully retracting during deployment, resulting the reported needle mechanism failure. The distal end of the soft cannula was observed to be damaged. It cannot be determined when or how this damaged occurred. No other issues were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, after wearing the pod between 4 and 24 hours on the hip/buttocks area, indicating a failure of the needle mechanism. The patient experienced pain at the site and high blood glucose (bg) levels (readings unknown).